Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the software was accessed and the software was exited unintentionally on the select surgeon task. Several attempts were made, but the same situation occurred repeatedly. The issue was resolved by accessing the cranial software and deleting the patient data completely. The product was used continuously. There was no patient present when this issue was identified.